Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. The relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped on 29nov2018.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to sepsis. No additional information was provided. Privacy laws prohibited the customer from providing information regarding the case. It was reported the device operated as intended.